Event description:
It was reported that at implant the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance measurements of less than 30 ohms. Defibrillation threshold (dft) testing resulted in low, out-of-range shock impedance measurements of 25 ohms. Technical services (ts) was contacted, and ts discussed possible reasons. The s-ICD system remains in service. No adverse patient effects were reported.